Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with severe explant damage. It was stretched, causing the inner insulation to be torn (pulled apart), and the outer insulation was cut, allowing blood to ingress into the lead. There was dried blood visible on both conductors and no insulation breach in vivo was observed. Due to the inner insulation being pulled apart, it caused both conductors to touch together, which prevented electrical continuity testing. Thus, visual continuity inspection was performed for the entire conductor length using destructive testing. No conductor fractures were observed in vivo. The photos of lead extrinsic damage have been taken and saved.

Event description:
It was reported that the right atrial (ra) lead exhibited a sudden drop in impedance. It was further reported that the patient felt pocket stimulation when the lead switched to unipolar. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.